Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 piece lot in april of 2020. Evaluation of the returned instrument shows that the jaws slightly loose and misaligned in the closed position. We are able to validate this complaint. This instrument was returned without its luer flush port cap and the knob rotation mechanism is dry and sluggish feeling and in need of lubrication. We are unable to determine what caused the jaws to become slightly loose and misaligned in the closed position and for the knob rotation mechanism to become dry and sluggish feeling but mishandling and lack of proper lubrication at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier got bent during a laparoscopic colectomy. Therefore, it was replaced with a new one to complete the operation. The applier was purchased by the hospital last month and it was the first time to be used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier got bent during a laparoscopic colectomy. Therefore, it was replaced with a new one to complete the operation. The applier was purchased by the hospital last month and it was the first time to be used.